Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial #: (B)(4), product type: lead. Product ID: 977a260, serial #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient fell in (B)(6) 2018 and both leads moved as a result. The patient reported that a manufacturer representative upped their stimulation and the patient had to charge every day instead of every other day. The patient reported that they are going to have a paddle lead placed. No further complications are anticipated.